Event description:
The patient reported experiencing symptoms of tingling down the side of her neck from the implant and a metallic taste. The patient reported pain on palpation of the headpiece at the implant site. The surgeon observed tissue softness at the implant site. The patient's device was explanted. The surgeon reported no signs of infection. The patient is being monitored.